Event description:
Drive devilbiss healthcare is the initial importer of the device which is a 3 wheeled power scooter. The unit was returned to the selling agent and is unavailable for investigation. The customer states that her husband was on the item going slowly the day he received it. He was turning in the driveway when the item tilted. He put his foot down to catch the fall. He was taken to the hospital where they took x-rays which reportedly showed a minimal fracture in his hip. At the time of this report the end-user was in rehab with no prospect of surgery. He also is reported to have suffered "brush burns" on his arm and some scabs on his hand from stopping the unit from tipping.